Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Note: manufacturer contacted customer in a follow-up call on 21-jul-2021 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated he had not received the replacement products. Customer stated he had purchased a meter from (B)(6) and stated that meter resolved the initial concern. Customer declined another replacement and disconnected the call.

Event description:
Consumer reported complaint for high blood glucose test results. Daughter is calling on behalf of the customer. The customer is concerned with test results from results obtained of 164mg/dl. The customer¿s expected am fasting blood glucose test result range is 90-100mg/dl. The customer was not using the proper testing technique. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back to back blood test was not performed by the customer. The product is stored according to specification in the bedroom. The test strip lot manufacturer¿s expiration date is 02/13/2022 and test strips were opened two weeks prior to call. The meter memory was reviewed for previous test result history (date/time not set, customer confirmed all were am results): (B)(6).

Manufacturer narrative:
Sections with additional information as of 13-sep-2021: h6: updated FDA¿s type, findings and conclusions codes. H10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. Most likely underlying root cause: mlc-062: user had poor technique.